Manufacturer narrative:
************************* * Initial 1 of 5E1: Patient Country: ItalyName: TandemCountry: CanadaStreet: 11045 ROSELLE STREETCity: SAN DIEGOState: CAZip Code: 92121Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380

Event description:
It was reported that patient experienced an infusion set adhesive failure on (b)(6)2026, where the infusion set fell off during use and the length of infusion set is in use for few hours.